Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a neuron 6f 070 delivery catheter (neuron 070), the tip of the neuron 070 became stretched upon removal from the packaging. The neuron 070 was therefore not used in the procedure. The procedure was completed using another neuron 070.

Manufacturer narrative:
Results: the neuron 070 was fractured approximately 105.5 cm from the hub. The neuron 070 was ovalized approximately 9.0 and 9.5 cm from the hub. The fractured distal tip of the neuron 070 was on its packaging mandrel. Conclusions: evaluation of the returned neuron 070 revealed that the catheter was stretched and fractured. If the distal tip of the catheter was pinned underneath the packaging tape or pinched prior to removal of the device from its packaging, resistance may be encountered. If the device is forcefully retracted against resistance, damage such as stretching may occur. Subsequently, if a stretched device is further manipulated, damage such as a fracture may occur. Further evaluation revealed ovalizations on the proximal end. These ovalizations were likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.